Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer had a general complaint that frequently, when the pump is programmed to start the secondary infusion, the prompt on the pcu display reminding the staff to unclamp the secondary line is not enough of an alert. This results in the nurse forgetting to unclamp the secondary tubing creating an under infusion/medication error. There have been multiple events with no specifics given by the customer. There was no patient harm.